Event description:
It was reported that patient's atrial and right ventricular (rv) lead was dislodged. Dislodgment was confirmed via x-ray. Both leads were explanted and replaced. The patient was stable.